Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was not completed. There were no patient complications reported and the patient condition was good.